Event description:
It was reported that the stent delivery system became stuck on the guidewire. A carotid wallstent was selected for use. A wallstent was advanced over the v-14 control wire without issue. After the wallstent was successfully deployed, the physician went to withdraw the stent delivery system. There was difficulty withdrawing, and the delivery system became stuck on the v-14. The guidewire and delivery system were removed as one unit. Outside of the patient, the guidewire and delivery system were able to be separated. There were no patient complications.

Event description:
It was reported that the stent delivery system became stuck on the guidewire. A carotid wallstent was selected for use. A wallstent was advanced over the v-14 control wire without issue. After the wallstent was successfully deployed, the physician went to withdraw the stent delivery system. There was difficulty withdrawing, and the delivery system became stuck on the v-14. The guidewire and delivery system were removed as one unit. Outside of the patient, the guidewire and delivery system were able to be separated. There were no patient complications.

Manufacturer narrative:
Device analysis: the device was received with no guidewire inserted. The guidewire used by the customer was not returned for analysis. The investigator was unable to advance a bsc 0.014 in. Guidewire onto the device, while unsheathed. The investigator attempted to sheath the device but was unable. A visual and tactile examination identified no issues with the sheath of the device. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder.